Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, a philips bench technician discovered that the arrow keys on the bezel were torn and affecting the functionality of the device. There was no reported patient or user involvement and no adverse patient/user impact.